Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 120 mg/dl. The customer also stated that there was a little dot that she had never seen before on the left side of the screen and now she was unable to bolus. She stated that she could not set an easy bolus or bolus, but she was able to get into the device history and settings. She also noted that she could not scroll down when viewing the status screen. She observed that the status screen was filled in black, showed a bad battery alarm, and the last bolus of 3 units, but she could not scroll beyond that. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or bad battery alarms noted. No black dot on display noted. The device had intermittent button response due to flattened, all the buttons, dome switch. The device also had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.